Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the control system was defective, motor overheated, hose damaged and bearings corroded due to improper maintenance. The device was repaired and returned to customer on (B)(4) 2013. MFR date may 2012.

Event description:
Customer reported the device overheats and smokes. This is report 1 of 1 for (B)(4).